Event description:
It was reported that a revision procedure was performed to the patient who was implanted l5-s1 posterior fixation system, due to post op infection.

Manufacturer narrative:
We do not believe either of our implant that was used in this event contributed to the event. This MDR is reported for notification purposes. A review of the sterilization certificate did not identify any nonconformance to specification. We are unable to determine the cause of the event.